Manufacturer narrative:
A complaint was received on 4/21/2023 reporting cautery pencil failed. Had to open a new one. The sample was returned and evaluated. The root cause was determined to be the manufacturing operator was not correctly following the soldering chip procedure. There was a soldering bridge found in the pc board causing the cautery pencil to malfunction. Corrective action: all manufacturing operators involved were retrained on the soldering chip procedure. Production records were reviewed, and no issues were found. An inventory check of the cautery pencils was made by deroyal, a total of 31 cases of the 88-000002 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A complaint was received on (B)(6) 2023 reporting cautery pencil failed. Had to open a new one. The sample has been returned and is under evaluation at this time. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Cautery pencil failed. Had to open new one.